Event description:
It was reported that the device was found to have brown liquid excreted (leaking) during testing at the user facility. No medical intervention, adverse consequences, patient involvement or delay to a surgical procedure were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was found to have brown liquid excreted (leaking) during testing at the user facility. No medical intervention, adverse consequences, patient involvement or delay to a surgical procedure were reported with this event.